Event description:
Your vein treatment product, catalog number 51402005 experienced a tensile failure during normal procedure removal causing severe pain and unanticipated consequences. A surgical procedure was required to alleviate the failure.

Manufacturer narrative:
Lot history record review: the lot number and facility were not reported. A ship history was conducted on the reported catalog number and was found that the following lots had been shipped to facility in the last year: 953091, 956287 and 959435. The lot history records were reviewed for any abnormalities which may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample is not available for evaluation. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample, angiodynamics is unable to conduct a thorough investigation. Several unsuccessful attempts were made to obtain additional information from the physicians provided by the complainant. The exact cause of the complaint is unknown. During the review of the manufacturing records, it was observed that the manufactured lots meet all device specifications and quality requirements. The instructions for use states the following to help prevent breaks in the fiber: precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20cm. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.